Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a software error alarm on the insulin pump. Customer stated that she was at the hospital with diabetic ketoacidosis. Customer was explained that it was a program safety alarm. Customer stated that the alarm occurred right after a battery change. Customer stated that the alarm did not occur after pressing the act button while a bolus was delivering. Customer stated that the alarm did not occur during priming. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.